Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported poor image resolutions is due to patient anatomy (shadowing from previously implanted clip). The reported incomplete coaptation appears to be due to procedural conditions. The reported mitral regurgitation (mr) and dyspnea appears to be a cascading effect of the reported incomplete coaptation. Additionally, the reported patient effects of mitral regurgitation and dyspnea are listed in the instructions for use, and are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr), posterior 2 leaflet prolapse, and an enlarged valve area for a first mitraclip intervention on (B)(6) 2023. Two xtw clips were implanted. It was noted that imaging was challenging during implantation of the second clip from shadowing of the first clip. The mr was reduced to grade 2+. Approximately on (B)(6) 2023, the patient was symptomatic with dyspnea. A transesophageal echocardiogram (tee) was performed. The mr was grade 4+ and a single leaflet device attachment (slda) was observed. The posterior leaflet was detached. Per the physician, imaging was challenging during the first procedure which could have contributed to the slda. There were discussions of potential surgical intervention. The date has not been confirmed. There was no tissue damage observed in echocardiogram. No additional information was provided.